Event description:
I changed from a resmed 10 c pap to resmed 11 c pap. The resmed 11 is a much improved c pap machine with more power and online tracking. However, resmed did not increase the size of the humidity chamber when they increased the power of the machine. So if you live in a cold dry climate (B)(6) you run out of water in 4 to 6 hours. I believe resmed needs to increase the chamber size by 40% to provide enough water to get a full nights sleep. It is my understanding that thousands of resmed users have complained about this problem.